Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting p-wave oversensing. No changes were made and the ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated there were also oversensing of noise on the right ventricular channel. At this time the ICD continues to remains in service and no adverse effects have been reported. The device was later explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting p-wave oversensing. No changes were made and the ICD remains in service. No adverse patient effects were reported.